Event description:
It was reported that the ilet user experienced an infusion set issue with an inset flex in which the adhesive did not stick and the introducer needle was not deployed because the adhesive backing had not been removed prior to insertion, resulting in an incorrectly deployed infusion set. Troubleshooting and education were provided to remove the adhesive backing before deploying the introducer needle and to proceed with proper insertion. No reported symptoms or adverse clinical effects. Outcomes included no interruption requiring medical care and no alarms reported. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed user technique error during insertion, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.